Event description:
A discordant, false positive troponin (tni) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni result was not reported to the physician(s). The customer sent the tni sample to the dorevitch albury base hospital for analysis. The sample was repeated twice on an alternate system, located in the dorevitch albury base hospital. It is unknown as to which repeat, (negative) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked the sample and reagent probe tubing. The cse also replaced rinse block 1 and membrane pump 5. The cause of the discordant tni result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.